Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the screw is so sharp at the edge that the gloves slit open.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the univation x threaded button nm583203. Here we found visible damage. The edges of the bore and slot are rounded. Additionally we performed a functional test with gloves and these were not cut open during use. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: we assume that the damage are traces of usage. The instrument is according to the specification and there is the possibility for a usage error. No CAPA is necessary.